Event description:
Their instrument didn't work during the case. They replaced the instrument and the case was completed with no patient consequence. The procedure date and procedure type are unknown.